Event description:
Event: pt death. One-day post-op ancure implant, the pt expired due to multi-system organ failure, attributed to embolization. Case details: during the implant procedure, the figure 8 came out of the recess and the jacket could not be retracted. The device was partially removed and the jacket cut to expose the figure 8. The device was reinserted but the contralateral wire was unable to advance into the left iliac, and the wire broke. The decision was made to modify the graft into an aortoiliac. A retroperitoneal approach was used to remove the device from the pt. The physician then cut off the attachment systems on both the left and right limbs. The left graft limb was closed. The left common iliac artery was suture ligated. The right graft limb was attached to a 8mm ptfe graft and attached to the common femoral artery. A fem-fem bypass was performed.